Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This lead was tested in clinic with no noise able to be produced. Defibrillation threshold (dft) testing was completed with acceptable measurements achieved. This lead remains in service. No additional adverse patient effects were reported.